Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cap was attached and used, but it came off. This occurred when the cap was removed from the patient. The cap did not fall into the patient. The procedure was completed with an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11. The subject device was returned, and evaluated. During the evaluation, it was discovered that the top and bottom of the device was deformed. This likely means the distal cover was not properly attached to the unit. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.